Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that they had an over-infusion of an unspecified solution. The device was programmed to infuse 240ml at 12.5 ml/hr. The rn reported the device alarmed with an unspecified alarm and upon investigation found approximately 150ml had infused over an unspecified period time however the device displayed only 3ml had infused. The facility¿s biomed department could not find anything wrong with the device. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log shows the suspect pump module was programmed to infuse heparin 25000unit in 250ml (drugid168) at a rate of 12.3ml/hr at 10:26 am on (B)(6) 2017. The infusion was interrupted for multiple door opened/door closed and flo stop opened alarms until 10:45 am when the channel was disconnected and removed. At 4:25 pm, the restore key was pressed and the previous infusion was started at 12.3ml/hr. At 4:26 pm, the device alarmed for patient side occlusion, the restore key was pressed and the infusion was restarted. At 4:27 pm, the door was opened. The door was closed 57 seconds later and the infusion was restarted. At 4:28 pm, the infusion was paused. At 5:01 pm, the system was shutdown and powered off. The recorded volume infused was 2.847ml. There were no relevant errors related to a problematic door found in the pump module error log. Functional testing found the pump module delivered fluid within specification. There were no anomalies or leaks detected with the returned primary set (model 2426-0500). Alaris system maintenance software was used to test the door ajar-safety clamp sensor; the device passed the test. . The root cause of an overinfusion was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.(B)(4).

Event description:
The customer reported that they had an over-infusion of heparin. The device was programmed to infuse 250ml at 12.3 ml/hr. The rn reported the device alarmed with a unspecified red error message, and the clinician was unable to restart the device. Upon investigation the clinician found approximately 150ml had infused over an unspecified period time and the device displayed a vtbi of 237ml. The facility¿s biomed department could not find anything wrong with the device. There was no patient harm.